Event description:
A (B)(6) female pt called zoll customer support to report that her charger was not charging her batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was unable to recognize battery packs. The cause for the failure was isolated to a contaminated battery board and a shorted u13 cmos flash microcontroller on the bedside pca board. The root cause for the contamination was ingress of an unk liquid. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.